Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected device test failed anomalies noted. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with cracked belt clip slot and cracked reservoir tube lip. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 425 mmol/l. Current blood glucose level was 158 mg/dl. The customer treated for high blood glucose with insulin pen. The customer did allege that the insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Drive support cap was normal. Insulin pump did not pass high pressure test. The insulin pump will be returned for analysis.